Event description:
It was reported that during unpacking of the 2.75x23mm vision stent delivery system (sds), the stent implant dislodged while removing the protective sheath. Reportedly, there was no resistance noted during removal of the sds from the dispenser coil and no resistance noted during removal of the stylet and protective sheath. The device was not used and there was no patient involvement. Another 2.75x23mm vision sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.